Event description:
Leads became unseated in the ipg header causing high impedances. On (B)(6) 2025 we unlocked the ipg header and reseated the leads to achieve good impedances on all 16 electrodes. Leads and device remain implanted.